Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient saw high reading on cgm and dosed insulin based on reading against user guide recommendations. Patient's husband found the patient convulsing. Patient's husband attempted to treat with orange juice and called paramedics. Paramedics administered sugar water to patient. No further medical intervention was necessary. At the time of contact with dexcom, patient was in good condition.

Manufacturer narrative:
(B)(4).